Event description:
It was reported that during implant the stylet became stuck in the lead. The lead was not used and was replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the inner coil to be offset, this could have contributed to the reported complaint.